Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
It was reported that the patient's left hip was revised due to multiple dislocations and suspected liner wear. The patient's head and liner were revised. Rep reported that no further information will be available.